Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl to 60 mg/dl. Customer stated to have experienced a low blood glucose while doing physical labor. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 102 mg/l at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer also reported sensor glucose versus blood glucose issue and troubleshooting was performed and completed. Customer was advised to monitor insulin pump and blood glucose and suggested to contact healthcare professional and discuss possible causes of low blood glucose events. No insulin pump is expected to return. A replacement sensor will be sent and is not expected to return for analysis.